Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.